Event description:
The customer reported via phone call that the insulin pump had an intermittently unresponsive keypad, which the customer observed during a bolus attempt. The customer stated that the down button did not work when he tried to give himself a bolus. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The down arrow button did not respond due to flattened button dome switch. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.